Event description:
It was reported to medtronic neurosurgery that the device was found to leak during the operation, and that it was replaced with a new device complete the procedure. According to the report, there was no adverse impact or injury to the pt.

Manufacturer narrative:
The returned valve was patent and met the requirements for siphon, preimplantation, and pressure-flow testing. However, the device did not meet specifications for reflux or leak testing due to a large tear in the top membrane of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100 percent tested at the time of manufacture.